Manufacturer narrative:
Investigation underway.

Event description:
It was reported that the cot had a bent bar on the left backside and the cot does not engage in the pin locking mechanism correctly. No pt involvement or adverse consequences have been reported.